Manufacturer narrative:
S.w version 5.2a. Retainer ring = black. Customer returned pump for an alleged pump/carelink communication anomaly found on (B)(6) 2021. The pump passed the self test and displacement test. Successfully downloaded history files and traces using thump. Pump properly connected/paired with blue adaptor and minimed mobile app on a samsung s9 phone; however, pump was unable to upload in carelink pro and carelink personal, problem isolated on the electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Pump/carelink communication anomaly was confirmed. Pump/carelink communication anomaly, problem isolated on the electronic assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had uploading issue. Customer was unable to upload the pump to carelink through the minimed mobile app or with the blue adaptor, carelink pro and carelink personal. Customer were continuously getting a server error. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for analysis.